Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19july2019.

Event description:
It was reported that the unit had an alarm light emitting diode (led) failure. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 22jul2019. Date of report: 23jul2019. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The international service technician replaced the power switch overlay and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.